Event description:
It was reported that the customer was hospitalize,d due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. The customer's nurse declined to perform troubleshooting because she stated the customer had been wearing the infusion set for more than three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.